Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). On july 14, 2017, it was reported that when the device was attached to the nitrogen cable there was an audible leak at the sterile/non-sterile connection. The customer returned an air dermatome device, serial number 111971, for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6), 2016 where it was reported that the device needed preventative maintenance and the bearings, damaged hardware, and width plates were replaced. This is not a related issue. Initial qa inspection of the air dermatome by on (B)(6), 2017 revealed that the calibration was out of specification. The motor did not run so the motor speed could not be measured. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6), 2017 which included replacement of the reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and gears. Air dermatome, serial number (B)(4), was then tested and functioned properly. The reported event was non-verifiable since during initial inspection there was no sufficient information provided regarding the reported event. However, it was also revealed that the calibration and motor speed was out of specification. The root cause of the reported event could not be specifically determined since during initial inspection there was no sufficient information provided regarding the reported event. However, it was also revealed that the calibration and motor speed was out of specification. The reported problem was resolved with the replacement of the reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and gears. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, when the device was attached to the nitrogen cable there was an audible leak at the sterile/non-sterile connection. No adverse events have been reported as a result of the malfunction.